Event description:
Customer reports, during a abdominalplasty the surgeon was suturing around the umbilicus with a 4-0 maxon suture and the tip of the needle broke off and allegedly remained embedded in the tissue. There was no x-ray taken, nor was any add'l incision made to locate the broken needle. The customer is uncertain where did the needle go. There was no significant delay in the procedure and no injury occurred to the pt.